Event description:
It was also reported that the chronic atrial lead was showing high thresholds due to "bad tissue"; therefore, the atrial lead needed to be revised. During the revision procedure, a new atrial lead was attempted to be implanted in multiple locations in the right atrium, but the lead thresholds were too high. The chronic atrial lead was explanted along with the attempted atrial lead. Another atrial lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on helix mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on helix mechanism.